Event description:
It was reported that the pump touch screen was cracked, unreadable and unresponsive. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.